Event description:
It was noted that patient's amplitudes were smaller than normal. Then patient received inappropriate shocks due to t-wave oversensing. System evaluation was discussed. The system was later explanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was noted that patient's amplitudes were smaller than normal. Then patient received inappropriate shocks due to t-wave oversensing. System evaluation was discussed. The system was later explanted. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was returned two pieces. The segments were thoroughly inspected and analyzed. Resistance tests on the two segments were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.